Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on ovarian pedicle uterine pedicle linear and sub quticular, the patient came back in and needed another surgery due to drainage, seroma and wound opening. They re-opened and re-sutured as a surgical intervention. The incision was extended due to the device problem and there would be an additional operation to correct the issue. The surgical time was extended for more than thirty minutes. The patient¿s hospitalization was extended to ten days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four representative samples of a device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.